Event description:
A other health care professional contacted technical service to report that the multirall 200 had an issue, the emergency stop switch was faulty. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The device was requested for service/inspection by baxter.

Manufacturer narrative:
Multirall 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. Upon inspection, the technician found the emergency stop button needed to be replaced. The field service technician replaced the emergency button to resolve the alleged issue. The technician performed functional, visual, and audible tests per the service manual to verify the lift functioned as designed. Although there was no injury reported as a result of this malfunction, a report of a emergency function not working in an operative lift could cause or contribute to a death or serious injury if the malfunction were to recur during use.